Manufacturer narrative:
(B)(4). The suture was placed in the deep dermis on (B)(6) 2011. About three weeks post operatively, the patient developed redness, drainage and wound abscesses in multiple areas. The patient underwent an incision and drainage and closure of wound on (B)(6) 2011. During the re-operation, the surgeon observed suture at each area of the dehiscence. The patient was to undergo another procedure in (B)(6) 2011, a gastrocnemius flap to close the wound. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for suture knot tensile strength and they met the requirements.

Manufacturer narrative:
(B)(4). Wound dehiscence occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. There are two possible devices involved in the event as follows: coated vicryl plus antibacterial: product code: vcp864d, batch dk2974, mfg date: 09/1/2011, exp date: 07/31/2016 coated vicryl (polyglactin 910) suture: product code: j864d, batch dj7116, mfg date: 08/1/2011, exp date: 07/31/2016.

Manufacturer narrative:
Date sent to the FDA: 11/14/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient had a total knee replacement procedure on an unknown date and suture was used. The patient developed wound dehiscense on an unknown date. Additional information has been requested.